Event description:
Smith and nephew negative pressure wound treatment machine was placed by a surgeon. Initially the machine was found off with no reason for the equipment failure - was charged and plugged in. The machine wound not turn on. After the unit was re plugged in and attempted to reset the power button, the display read critical battery shutdown and the home screen was not accessible - however the green light was on. Reset again and when the screen came on - without starting the therapy, the dressing vac foam was compressed tp neg pressure and fluid moving through the tubing (therapy was not started). Unknown the pressure or why this was flowing without being able to check the settings or press any buttons to start therapy. The machine was disconnected and after pt assessment, it was noted 300- 400 mls of bright red blood in the canister, the nurse did not have any record of this prior to this occurring in the I&os. Dressing site was without pooling or leaking, but when the dressing was lifted by the care provider, there was an indurated erythemic painful area proximal to the open incision.